Manufacturer narrative:
Implant did not come in contact with patient.

Event description:
As per (B)(4) before a clinical procedure a dental implants components could not be separated and the implant was not used. There was no patient involved in this event.

Manufacturer narrative:
This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within (B)(4).